Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1 initial reporter facility: encompass health rehabilitation hospital of reading. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by rebooting the station, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system experienced multiple error messages on the screen, including disconnected mode, critical override, and failed hardware, with all stations entering critical override. The customer reported that even after manually rebooting the machine, the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.